Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument began arcing almost immediately two of two attempts. Components adjacent to the damaged wire insulation show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the black wire of the fenestrated bipolar forceps instrument was found to be frayed. The procedure was completed with no reports of patient injury. Intuitive followed up with the customer and received the following additional information: the instrument was inspected prior to use. The black wire was found to be broken during sterile processing. There was no loss of cautery, nor was there any thermal damage found. The instrument did not have any collisions with any other instruments, nor any issues being removed from the cannula. The procedure was completed with the same instrument.